Event description:
When the pt turned the implantable neurostimulator (ins), they would get a shock down their right arm to tell them the ins was on. On the morning of (B)(6) 2010, the pt didn't get the shock and the pt was shaking so much that they didn't feel that the ins was on. The pt's daughter saw 3 green lights on the pt programmer. The pt's daughter stated that they had "a lot of problems" during the implant and she wasn't sure if "it is put in there right"; the pt was awake during the surgical procedure. It was also noted that the pt had fallen about 3 weeks ago and hit her head. The neurologist was recommending that a second ins be implanted. The pt was at home. Follow-up with the pt's physician was recommended. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).